Event description:
It was reported that during the procedure, the device's laser was not coming out. The procedure was completed using another of the same device. There were no patient complications. Analysis of the returned device identified a fractured connector.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual inspection found no visible defects. Microscopic inspection found the fiber tip was degraded, with severe burn marks on the connector. Light is not passing through the connector, indicating an internal connector fracture. The observed condition of distorted light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, use, or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. A functional test was performed, and the console read: "applicator has been used for 13 times." In this case, the fiber was used 13 times, which is over the recommended 10 uses mentioned in the IFU. The complaint against the fiber was confirmed. A review of the device instructions for use (IFU) was completed. It states that users should carefully inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device and return it to boston scientific for replacement. It further states that care should be exercised with the glass tip to avoid severe impact or side stresses that may fracture the tip, and that only after preparation and reprocessing, within the limits of a maximum of 10 application cycles, the lighttrail reusable laser fiber may be used again. Using the lighttrail reusable laser fiber beyond the allowed 10 application cycles is not permitted and can lead to unforeseeable risks for the patient, operator, and laser device. The device history record (DHR) review confirmed that the device met all manufacturing specifications; therefore, the failure was unlikely related to manufacturing. The investigation conclusion code assigned is cause traced to component failure, which indicates problems traced to the user not following the manufacturers instructions.